Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. The serial # provided by the customer for the suspected contour meter is invalid. The device manufacture date indicated in section h4 of the initial report was captured inadvertently. Since the serial # of the suspected device is invalid, the device manufacture date could not be determined and the device history record could not be reviewed.